Manufacturer narrative:
Initial reporter information not reported due to region's privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the deployment operation was repeated, but the pipeline could not be opened at all, so it was collected. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the package insert. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for flow diverter placement treatment of a left saccular, unruptured aneurysm with a max diameter of 6 mm and a 5 mm neck diameter. The access vessel was the internal carotid artery (ica) with a diameter of 5 mm. The landing zone was 4mm distally and 5 mm proximally. It was noted the patient's vessel tortuosity was strong. Postoperative findings related to blood flow imaging showed no problems.

Manufacturer narrative:
B5. Updated with additional information received. H6. Coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the treated aneurysm was located in the ica c7 segment. The distal end of the pipeline failed to open in a straight vessel segment; the stent was not placed in a vessel bend. Resheathing was tried to open the pipeline but was not successful. It was noted that there was resistance during delivery of the pipeline in the phenom 27 microcatheter. There was no damage, deformation, break observed to the pipeline or the catheter.